Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was reported the cause of the peritonitis was due to a fungal infection (unspecified). As the source of the fungus was not identified and no additional information was able to be obtained, the cause of the peritonitis event will be assessed as unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with ¿penicillin infusion for anti-inflammatory treatment¿. At the time of this report the patient was not recovered from this peritonitis event. Dianeal therapy was withdrawn during treatment. No additional information is available as the reporter declined to provide any further information.